Event description:
I had four stents implanted in 2005. I was released from the hospital the next day. Two days later, I was admitted to the hospital because I was throwing up and passing out. My heart rate and blood pressure were going too low. I stayed in the hospital for three weeks, during that time, I had a stroke. Nobody told me that my problems were caused by the stents. I had to find out by reading about it on the internet. I was so sick that I couldn't even hold my head up. Nausea kept me in bed.